Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 417 mg/dl. Customer was not in auto mode. Customer stated that blood glucose was high in the morning and he took some insulin to bring the blood glucose down. The device will not be returned for analysis.